Event description:
It was reported that; during radius extraction surgery, the surgeon found that the locking cap on the screw inserted to s was loosening. Primary surgery was l5-s plif.

Manufacturer narrative:
Lot #: 13f030 or 12d580.method: device not returned;results: no relevant issues were found in the manufacturing records of the device lots that may have contributed to the reported event. These two lot codes were referenced as both were reported and rep was unable to confirm which one was used during surgery. Device inspection could not be performed as no devices were returned for evaluation.conclusion: the exact root cause cannot be determined because the devices were not returned for evaluation and/or insufficient information was provided.

Event description:
It was reported that; during radius extraction surgery, the surgeon found that the locking cap on the screw inserted to s was loosening. Primary surgery was l5-s plif.